Event description:
Reportedly an edwards device of unknown model and size was explanted in 2009 due to valve was significantly stenotic with 2 of 3 leaflets frozen after a 4 year implant duration. Reporter is to obtain more information from the dr. On 07/17/09 additional information received from reporter indicates, the patient was a previous drug user, before the first implant. He is currently on an anti viral drug for hepatitis and also interferon. Patient is also on cumaden. After and 4 year implant duration.

Manufacturer narrative:
Device received on 08/14/09; however, our laboratory will not perform an evaluation on valves with infected valves per edwards policy. The device history record (DHR) review was completed on 08/24/09, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.